Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 60% stenosed target lesion was located in the moderately calcified, non tortuous ostial right coronary artery (rca). The 5.00x20mm liberte bare monorail coronary stent delivery system (sds) was unable to cross the lesion and it was noticed that the distal end of the stent was damaged. The stent was not deployed in the pt and the device was successfully removed. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will filed.